Event description:
Hospital reported: "during laparoscopic cholecystectomy, j-hook cautery -1" of shaft, including the j-hook (tip), broke off while being used in pt. Entire fragment located after about 5 minutes search and removed through laparoscope port incision. No other injury other than 5 minutes extended operative time." Note: tip was not returned with the device for evaluation.